Event description:
The event is reported as: a piece of plastic broke off the base of the green rusch laryngoscope blade. The problem was discovered prior to use. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report. A follow-up report will be submitted upon completion of the investigation.